Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, product placement was completed on the afternoon of (B)(6) 2024. On (B)(6) 2024, the doctor¿s early examination revealed blood return in the venous catheter, and the doctor in charge gave resealing of the catheter. On (B)(6) 2024, blood was returned into the venous catheter before dialysis treatment, and the catheter was sealed after dialysis. At 12:00 a.m. On (B)(6) 2024, blood was found to have been returned from the arteriovenous catheter, and the catheter was resealed. At 15:30 a.m. On 17¿7, the venous catheter was observed for blood return. At 21:30 a.m. On 17¿7, it was observed that the arteriovenous end catheters had blood returned, and the catheter was resealed. At 23:30 p.m. On 17¿7, blood returned from the venous catheter was observed. At 2:30 p.m. On 18¿7, blood returned was severe. The doctor on duty gave resealing of the catheter. The surgeon judged that the venous end catheter clamp was not tightly clamped and that the long time would cause the dialysis catheter to become clogged and not be able to dialyze. In order to alleviate the pain of the patient's subsequent treatment, after communicating with the patient and family, the catheter was removed on (B)(6) at 19:30, and a new dialysis catheter was replaced to place the patient's second surgery, which caused pain for the patient. There were no abnormalities in the (B)(6) catheter after the new catheter was replaced.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, product placement was completed on the afternoon of (B)(6) 2024. On (B)(6), the doctor¿s early examination revealed blood return in the venous catheter, and the doctor in charge gave resealing of the catheter. On (B)(6), blood was returned into the venous catheter before dialysis treatment, and the catheter was sealed after dialysis. At 12:00 a.m. On (B)(6), blood was found to have been returned from the arteriovenous catheter, and the catheter was resealed. At 15:30 a.m. On (B)(6), the venous catheter was observed for blood return. At 21:30 a.m. On (B)(6), it was observed that the arteriovenous end catheters had blood returned, and the catheter was resealed. At 23:30 p.m. On (B)(6), blood returned from the venous catheter was observed. At 2:30 p.m. On (B)(6), blood returned was severe. The doctor on duty gave resealing of the catheter. The surgeon judged that the venous end catheter clamp was not tightly clamped and that the long time would cause the dialysis catheter to become clogged and not be able to dialyze. In order to alleviate the pain of the patient's subsequent treatment, after communicating with the patient and family, the catheter was removed on (B)(6) at 19:30, and a new dialysis catheter was replaced to place the patient's second surgery, which caused pain for the patient. There were no abnormalities in the (B)(6) catheter after the new catheter was replaced. There was nothing unusual observed on the device prior to use. There was no excessive force use on the device. There were no other products being utilized with the device. The arteriovenous clip felt loose when clamped was the other visible defects/damages found on the product. As a remedial action and the intervention/treatment required as a result of the event, the catheter was replaced. There was 5 ml of blood loss and blood transfusion was not required.